Manufacturer narrative:
The insulin pump passed operating current and displacement test. However, the insulin pump had compromised force sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Analysis was unable to verify low reservoir alarm and excessive no delivery alarm due to compromised force sensor system alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the drive support cap was push deeper inside the insulin pump. The customer stated that they had high blood glucose around 400 mg/dl at the time of incident. The customer mentioned that they received low reservoir alarm and no delivery alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.